Manufacturer narrative:
The returned product was patent. However, it did not meet the requirements for leak testing due to cracks observed in the sampling p ort connection located on the stopcock below the drip chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. It also cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the evd drainage system was found to be leaking from the sampling port. According to the report, there was no injury to the patient.